Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer did not know the blood glucose reading. He did not observe damage or corrosion at the battery cap contacts, battery compartment and spring. He was advised to clean the battery cap contacts and insert a new battery, which he advised he had already done. He stated that he did not receive the failed battery test alarm immediately but reported that he did receive it again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No failed battery alarm was noted. All operating currents were within specification and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.